Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention occurred wherein entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17851. It was reported the patient experienced a fall and later experienced high impedance issues. Diagnostics indicated one lead had fractured and was impeded. Surgery may occur later. It is unknown which lead is liable therefore both are being reported.